Event description:
<P>data error alert 4 was reported by the caller after the pump ship date. The blood glucose level at the time was recorded between 182-200 mg/dl, which is within the normal range, indicating no adverse impact to the customer's blood glucose level. Cts informed the caller that while some history logs might have been erased, insulin therapy was unaffected, and the customer agreed to continue using the pump.</p>.